Manufacturer narrative:
(B)(4). Medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced loss of stimulation as the ipg was unable to communicate with the charger due to possibly flipping in the ipg pocket. A sjm representative confirmed the issue. As a result, surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention wherein the ipg was explanted and replaced with another model. Additionally, ipg site was made smaller and was evened out. Reportedly, the issue resolved through surgical intervention.